Event description:
It was reported to MFR that pt presented to the hosp with inappropriate shocks from the concomitant device. Upon interrogation, adverse electrograms were observed. The decision was made to explant lead. During the explant procedure, an insulation break with evidence of clavicular crush was discovered.